Event description:
The customer alleged his blood glucose readings had been lower than usual. While troubleshooting, he performed a control test and received a result of "lo." The normal control range was 106-146 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.